Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive the full bolus amount after delivering a bolus. The customer verified observing drops of insulin from the end of the tubing. Blood glucose (bg) level was 150 mg/dl. The contact was unable to perform troubleshooting with tandem technical support due to not being with the customer or pump at the time of the reported event.